Manufacturer narrative:
MDR ./ initial 6 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced insulin flow blocked with eight infusion sets on 27-apr-2026 which leads to high blood glucose levels and was treated by changing the infusion set and manual injection.